Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) lot 0646 on (B)(6) 2010 alleges recurrent stress incontinence, exposed anterior vaginal wall mesh. Re-hospitalization and additional surgery of plaintiff occurred on (B)(6) 2010.